Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer's mother reports that vibration mode on customer's insulin pump was not functioning. Customer's mother was also requesting an insulin pump with a smaller reservoir. Customer was not available to troubleshoot, therefore customer's mother was advised to have customer call when able to troubleshoot. No further information provided.